Manufacturer narrative:
The actual device associated with this event is not known. International affiliate reports the following possible products: lot: 45962isp mfg date: 05/07/2007, exp date: 06/30/2012, lot: 45752isp mfg date: 03/17/2007, exp date: 05/31/2012. Conclusion: the patient physically broke the device while attempting to remove the device. This is one of two medwatch reports being submitted for the same patient. See 2210968-2007-00798 for the other medwatch.

Event description:
International customer reported that a patient underwent total nephroureterectomy with surgical drain placement. The patient attempted removal of the surgical drains while in a reported state of delirium. The device broke during this attempt. The fragment of the retained device was surgically excised.